Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a physician from (B)(4) of bacterial peritonitis with culture positive for gram negative germ in a patient coincident with extraneal viaflex, physioneal , and nutrineal pd4 therapies (lot numbers not reported). On an unreported date, the patient began treatment with extraneal viaflex, physioneal unknown bag, and nutrineal pd4 unknown bag (dosages, frequencies, and lot numbers not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2011, due to unspecified problems experienced with the cycler machine, the patient switched to treatment with extraneal viaflex and physioneal unknown bag (dose, frequency, and lot numbers not reported) ip for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient went to the hospital with a sample of cloudy effluent from the extraneal viaflex drainage. On (B)(6) 2011, the patient began remedial treatment with ceftazidime (2 g, frequency and route not reported) and cefazolin (2 g, frequency and route not reported). On (B)(6) 2011, remedial treatment with cefazolin was discontinued. The patient was not hospitalized. The bacterial peritonitis was ongoing and improved. The action taken with extraneal viaflex and physioneal unknown bag was not reported. Medical history and concomitant medications were not reported. The physician did not provide an opinion of causality.